Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient woke in the morning and stated her bg was 19.7 mmol/l and her ketones were 4.7, there was no documentation of symptoms; however, the patient was evaluated at the hospital and a ¿correct dose of 0.9 (20% of the tdd - total daily dose)¿ of insulin was administered. There was no documentation that the patient was admitted to the hospital. It was reported that at the time of event, the cgm value was 12.9 mmol/l and the bg was 16.2 mmol/l. At the time of report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction has been made.